Event description:
A contour siltex spectrum post-operatively adjustable mammary prosthesis was implanted in the pt in 1999. Subsequently, the pt experienced an infection. The device was removed in 1999.